Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The purpose of this submission is solely to provide a correction of #manufacture date and #describe event or problem this is based on the result of an internal review noting the report did not contain available information. #h4 previous manufacture date: 22-08-2018. Corrected manufacture date: 22-08-2017. #b5: previous describe event or problem: on 20th august, 2021 getinge became aware of an issue with one of surgical lights - lucea 100. The circlip handle has been damaged. There was no injury reported, however, we decided to report the issue in abundance of caution, as parts or particles falling off into sterile field or during procedure may cause hazardous situation. Corrected describe event or problem: on 14th july, 2021 getinge became aware of an issue with one of surgical lights - lucea 100. The circlip handle has been damaged. There was no injury reported, however, we decided to report the issue in abundance of caution, as parts or particles falling off into sterile field or during procedure may cause hazardous situation.

Event description:
On (B)(6) 2021 getinge became aware of an issue with one of surgical lights - lucea 100. The circlip handle has been damaged. There was no injury reported, however, we decided to report the issue in abundance of caution, as parts or particles falling off into sterile field or during procedure may cause hazardous situation.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - lucea 100. The circlip handle has been damaged. Initially claimed issue was not considered as safety related. However, during repair visit technician established that during unscrew process, a small metal piece of the claps which is fixed in the interior of the handle detached from the inner. There was no injury reported, however, we decided to report the issue in abundance of caution, as parts or particles falling off into sterile field or during procedure may cause hazardous situation. It was established that when the issue occurred, the device did not meet its specification (since the circlip was missing) and it contributed to the event. We don't have information that at the time when the issue was noticed the device was being used for patient treatment. Comparing the number of claimed devices to the number of devices placed on the market, we can conclude the failure ratio is low two possible causes have been identified, but the breakage of the circlip because of oxidation is the most probable root cause. The curative and preventive action plan n° 2015-06 has been initiated to identify the reason of this oxidation. Then, it has been decided to improve the current circlip material stainless steel a2 by stainless steel a4 more resistant to chemicals. The 2 test batches sent in brazil and germany and the salt spray tests made in laboratory prove that circlips made in stainless steel a4 solve the oxidation troubles. According to this result, the modification has been applied in our production line since 9th november, 2017. We believe that remaining devices are performing correctly in the market. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time. The purpose of this submission is solely to provide a correction of #describe event or problem this is based on the result of an internal review noting the report did not contain available information. #b5: previous describe event or problem: on 14th july, 2021 getinge became aware of an issue with one of surgical lights - lucea 100. The circlip handle has been damaged. There was no injury reported, however, we decided to report the issue in abundance of caution, as parts or particles falling off into sterile field or during procedure may cause hazardous situation. Corrected describe event or problem: on 5th july, 2021 getinge became aware of an issue with one of surgical lights - lucea 100. The circlip handle has been damaged. Initially claimed issue was not considered as safety related. However, during repair visit on 14th july 2021 technician established that during unscrew process, a small metal piece of the claps which is fixed in the interior of the handle detached from the inner. There was no injury reported, however, we decided to report the issue in abundance of caution, as parts or particles falling off into sterile field or during procedure may cause hazardous situation.

Event description:
On 5th july, 2021 getinge became aware of an issue with one of surgical lights - lucea 100. The circlip handle has been damaged. Initially claimed issue was not considered as safety related. However, during repair visit on 14th july 2021 technician established that during unscrew process, a small metal piece of the claps which is fixed in the interior of the handle detached from the inner. There was no injury reported, however, we decided to report the issue in abundance of caution, as parts or particles falling off into sterile field or during procedure may cause hazardous situation.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 20th august, 2021 getinge became aware of an issue with one of surgical lights - lucea 100. The circlip handle has been damaged. There was no injury reported, however, we decided to report the issue in abundance of caution, as parts or particles falling off into sterile field or during procedure may cause hazardous situation.